Event description:
It was reported that on (B)(6) 2022, the screwdriver shaft broke while inserting the screw. Fragments were generated and were easily removed. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This complaint involves one (1) device sd scrwdrvr shft/t4 50/self-retain/hxc. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device (sd scrwdrvr shft/t4 50/self-retain/hxc p. Code: 03.130.010 lot#: unk) was not received for investigation. A photo investigation was performed . Reviewing the evidence provided the reported event can be confirmed. After review of the photo provided it can be visually detected that the device tip is broken. A definite assignable root cause could not be determined based on the provided information. A manufacturing record evaluation cannot be performed due to lack of lot number. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.